Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ maxzero IV extension set detached and leaked. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported that a max zero IV extension set became undone and leaking occurred. Bd max zero leaking. Patient called nurse and reported blood all over bathroom floor and gown the IV extension set had become undone.

Manufacturer narrative:
Investigation summary: due to no photo or sample received per customer, the complaint of leakage could not be verified. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that unspecified bd¿ maxzero IV extension set detached and leaked. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that a max zero IV extension set became undone and leaking occurred. Per customer email/ sales force report describe customer concern: bd max zero leaking. Describe patient (hcp) / user impact: patient called nurse and reported blood all over bathroom floor and gown the IV extension set had become undone.